Event description:
(B) (4). While twisting and manipulating the catheter during procedure, the shaft snapped.

Manufacturer narrative:
This product was not available for return, therefore, a definitive root cause for this failure mode could not be determined. The lot history record for the product was reviewed and no anomalies were observed. A hub torque test is performed as part of release testing for each lot and the results for this test were within specification. If this product becomes available for return or further information becomes available, we will reopen this complaint and investigate further. The complaint will also be tracked through our post market surveillance process.